Event description:
It was reported that controller clock was reset when the patient was seen in clinic on (B)(6) 2023. It was noted that the cumulative time of emergency backup battery (ebb) usage was 0 minutes and the number of times used four times. The patient had no symptoms and was doing well. During evaluation, log file analysis found a pump stop event due to full battery depletion occurred on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of clock not set alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 24 days ((B)(6) 2000, (B)(6) 2023 per timestamp). A clock not set alarm was observed throughout the log file as the clock was not set to the correct date and time; the initial conditions that caused the clock to reset were not captured in the log file. The alarms were cleared, within the last several events of the log file, when the clock was set to the correct date and time on (B)(6) 2023 at 13:47:31. There were no other notable alarms throughout the log file. A review of the submitted lvad event log file showed events spanning approximately 118 days ((B)(6) 2023, (B)(6) 2000 per timestamp). A pump stop event was active following an event recorded on (B)(6) 2023 at 01:13:45. The pump started up and the event was recorded as a default date of (B)(6) 2000 at 01:00:03. This is consistent with a total loss of power to the system controller. The pump ramped back up to its set speed and appeared to operate as intended for the remainder of the log file. Additional information provided by the vad coordinator on (B)(6) 2023 stated that the cause of the clock not set was not identified, the patient sleeps on battery power routinely, there was not a pump stop, and that the controller was exchanged; however, the controller will not be returned for evaluation. The root cause for the internal clock not being set was due to complete battery depletion; however, the cause of the battery depletion was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (doc #(B)(4), rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 instructions for use (IFU) (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. The heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled ¿system operations¿, instructs the user on how to properly exchange the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. This section also states, ¿be aware that installing an 11 volt lithium-ion backup battery may prompt a system controller clock not set advisory alarm on the system monitor¿. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.